Event description:
Healthcare professional reports inconsistent act+ results with the hemochron jr. Signature plus microcoagulation system during an unspecified procedure. Pt was administered 800 units of heparin and approx 1.5 hours later, an act+ test was performed. The first result was 368 seconds. A repeat test generated a result of 261 seconds. Another sample was drawn for comparison testing using two additional hemochron jr. Signature plus instruments for reference. The act+ result generated on the initial instrument was 196 seconds, and the results generated on the two reference instruments was 268 and 320 seconds. Target time: 200-250 seconds. No adverse events reported.

Manufacturer narrative:
This MDR submitted (B)(4)2 013. Cuvette lot# b2jlr034. Method: actual device not evaluated. Process eval performed. No ncmrs identified for this instrument. Cuvette device history records reviewed and found to meet specifications. During follow-up phone call, customer communicated that the facility's internal investigation ruled out a malfunction of the hemochron jr. Signature plus microcoagulation system and the instruments are currently in use without incident. They have not ruled out the possibility of a pt physiology related issue or pre-analytical issues. Itc has requested all data required for form 3500a.